Event description:
The device was used during an unspecified procedure. Reportedly, the anastomosis was not complete. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.